Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was the patient states she noticed today that the ins was moving around or floating around in the ins implant site. The patient states she had a fall on (B)(6) 2021. The patient was redirected to their healthcare provider to further address the issue. No patient symptoms reported.